Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be due to the supply bag falling and disconnecting. The lot number was not provided; therefore a batch review cannot be conducted. Per the complaint information, the patient stated that the bag fell because he "did not place the bag on the table all the way." A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
A customer contacted the baxter technical support group to report the supply bag fell and disconnected from the homechoice (hc) machine during dwell 3 of 5 with no alarms occurring. The technical service representative (tsr)had the homepatient (hp) cycle power on machine to end therapy. The tsr advised the hp to contact the nurse about the missed therapy. No medical intervention or patient injury was reported. Follow up with the nurse indicated that the homepatient had not contacted the clinic regarding this issue. The nurse stated that he would follow up with the homepatient. The nurse did not report any injury or medical intervention. Follow up with the hp revealed that the bag fell because he "did not place the bag on the table all the way." The hp stated that it was a green bag and he discarded the supplies and started over with new. The hp stated that he was able to continue with therapy. The hp confirmed that there was no medical intervention or patient injury associated with this report.